Event description:
Patient reported receiving a reading of 415 mg/dl on his meter. Patient stated he injected insulin based on this result and went into a "coma"; amount of insulin is unknown. Patient reported the emergency doctor came and measured the patient's blood glucose level with his meter and received a reading of 66 mg/dl; treatment received is unknown. Patient has thrown away the cassette used in the event. Requested return of the cassette and meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.